Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient apparently cancelled her appointment. It was noted that there was not a new appointment date as of (B)(6) 2014.

Event description:
It was reported the patient¿s healthcare provider was continuing to delay the revision in hopes it will get better over time. It was noted the patient was scheduled for an appointment on (B)(6) 2014. It was reported that a pocket revision would be scheduled if things are not improved at that time.

Event description:
Additional information was received from the patient reporting that their recharging and ins depth issues persists. The patient stated that the ins had been placed in the previous ins pocket and has been tipped. The patient has been applying pressure to the skin to get better coupling but at best only gets 2 bars. Since a few months ago the patient hasn't been able to get any coupling. An x-ray was performed but the results have not yet been revealed. The patient noted that they are no longer seeing their implanting doctor (dr. (B)(6)) but is now seeing dr. (B)(6). Indication for use is spinal pain.

Event description:
Follow up information reported that, after seeing the patient on (B)(6), their doctor set another appointment for a month out ((B)(6)) to evaluate the device system at that time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that as of (B)(6) 2014 the patient did not have an appointment scheduled. It was later reported by the healthcare professional (hcp) that the patient initially had contact dermatitis at the generator surgical site. It was noted that there was prolonged wound healing and frequent post-operative visits to inspect wound. It was noted that the wound was still not well healed and was still pink. The incision was prominent and gradually improving. It was noted that it was slowly healing. The patient also complained of difficulty charging generator. The patient only acquired two bars and sometimes none. It was noted that there was prolonged recharging time. It was noted that recharging continued to be slow. It was also noted that impedances were good. The patient had appointment dates on (B)(6) 2014. It was noted that the patient had not recovered and the symptom/issue was ongoing. It was also noted that there was no injury to patient and the complaint was slow charging of the unit. The patient was currently out of town and would return in (B)(6) 2014.

Event description:
It was reported that the patient had a ¿change out¿ done on (B)(6) 2014 due to normal battery depletion on the ¿old¿ device. It was noted that since implant the patient had trouble recharging the device. It was reported that ¿she¿ charged for 20 hours to get at least 50% and that was by ¿pressing against the skin¿ and not turning the stimulation on. It was noted that ¿she¿ met with other individuals in the past but was meeting with ¿him¿ on the date of report to rule out depth. It was noted that ¿he¿ was able to interrogate with the clinician programmer and the patient programmer without any issue. Antenna locate was done and a range from 50-60 without any coupling bars. It was noted that ¿he¿ did not feel the device ¿flash¿ to the skin. It was noted that ¿just the top edge and then the bottom edge felt deeper.¿ it was later reported that no impedance checks were performed. It was noted that they were able to communicate with both the clinician and patient programmer. It was also noted that an x-ray was ordered to check the battery position. There were no malfunctions seen or known to cause the issue. The patient was coming in (B)(6) 2014 with the x-rays and to check a different charger. It was noted that if they still could not charge after (B)(6) 2014 the doctor would schedule a pocket revision. It was noted that as of (B)(6) 2014 the patient was still not able to use the system. It was later reported that the outcome of the patient¿s appointment was that they had difficulty getting any bars to charge. It was noted that another charger was used to rule out that it was a charger issue. The x-rays were reviewed they showed ¿it¿ slightly tilted and as suspected the battery was a little deep. It was noted that ¿after playing with it¿ the recharger showed four black boxes for the first time. It was noted that the doctor decided to wait another week to see if further healing and decrease in swelling would help improve the charging. It was noted that the patient had an appointment (B)(6) 2014 to be evaluated again.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3998, lot# j0519307v, implanted: (B)(6) 2005, product type: lead; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 74002, lot# n385381, implanted: (B)(6) 2014, product type: adapter. (B)(4).